Manufacturer narrative:
Evaluation description: analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested using automated test equipment and no anomalies were found.

Event description:
It was reported that the patient presented to the clinic for a follow up and excessive battery depletion was suspected. The patient will be monitored.

Event description:
New information notes that the patient presented into the hospital feeling fatigue and stating that she had fallen. During interrogation, intermittent loss of capture was observed. An increase in threshold and pacing lead impedance was also observed. Noise was not present with isometrics. The device was explanted and replaced. The procedure went well and the patient is doing fine after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.